Event description:
This is report 4 of 5 involved in this peritonitis event. On an unreported date, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized for peritonitis. The cause of the peritonitis was not reported. A peritoneal effluent culture was not performed. Antibiotics were administered (dose, frequency, type unknown). It was unreported if dianeal therapy was ongoing. On (B)(6) 2010, the patient was discharged from the hospital and recovering from the peritonitis. Per the nurse, the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the root cause was undetermined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.